Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the faraview procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that while opening the package, the physician noticed a white plastic at the distal part of dilator. Physician was unable to put the guidewire into the dilatator. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.